Manufacturer narrative:
Batch review performed on 23 sept 2024. Lot 2347108: (B)(4) items manufactured and released on 29-febr-2024. Expiration date: 2029-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 2 weeks from the primary, the patient came in reporting pain due to developing a hematoma and the cause is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.